Event description:
Device 2 of 2. Reference MFR report#: 1627487-2011-06269. The pt received an scs system including an ipg and surgical lead on (B)(6) 2009, it was reported the pt's ipg was not working properly as an electrode was not reading due to suspected migration. Surgical intervention was undertaken on (B)(6) 2011 to replace both the ipg and lead. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.